Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified left femoral artery. The 5.0x120mm absolute pro self-expanding stent system was advanced; however, met resistance with anatomy. The shaft became fractured but still remained in one piece. The device was removed. A same size absolute pro was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately tortuous and heavily calcified anatomy resulting in the reported difficult to advance. Interaction and/or manipulation of the device resulted in the reported shaft break. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.